Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that they would get a failed battery test of power off on their device two days after inserting fully charged batteries. The customer's call was disconnected. The customer was called back but here were no answer. The customer did not return the product back for analysis.